Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited high out of range impedance measurements, no capture and loss of sensing. During the lead revision procedure the product was tested externally and the clinical observations were still present. The physician was unable to ascertain the location of the failure and believes that the lead was likely fractured. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this product has not been returned as the product was surgically capped. Should additional information become available, this report will be updated.